Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the clinician did not silence the active alarm. It was noted that there was nothing with the pump and it was user error. Furthermore, it was user error since the clinician did not ¿toggle¿ the alarm off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (aske d, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill and the refill was done and programming was updated. However, the patient went home, and the pump was still alarming. The agent asked if they had silenced the alarm, and this was not done. The company representative (rep) was not familiar with having to do this extra step. Discussed silencing the alarm.